Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that cadd legacy pump exhibited a continuous alarm, without displaying any messages. The issue occurred during patient use. No death or serious injury was reported in connection with this incident. The patient was receiving medication as indicated below: dose or amount: 8nkm. Frequency: continuous. Route: IV. Dates of use: 2018 to ongoing. Diagnosis or reason for use: pulmonary arterial hypertension.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in fair physical condition as the pump was damaged. Review of the pump event log had no related findings. Functional testing included use testing. The pump was powered on with a cassette attached and the pump exhibited continuous double beeping. The pump's downstream occlusion sensor was replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump downstream occlusion sensor.